Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was jammed. A field service engineer (fse) arrived at the station and found that drawer 6.2 was difficult to open. Upon examination, the bearing cage was found to be physically damaged. An attempt was made to repair the cage and install slide bumpers, but due to the extent of the damage, the drawer could not be fully restored. Cube pockets from rows d and e were relocated to other drawers within the station, and the drawer was verified to open properly for rows a, b, and c. The drawer will need to be replaced once a new unit becomes available. The fse removed the q pockets from the damaged drawer, installed bed rails, and replaced it with a new enhanced half-height drawer assigned to drawer module six. The q pockets were reinserted into the new module, and the drawer was tested through each t self-test, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.